Manufacturer narrative:
The report of suspected thrombus could not be confirmed through this evaluation. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous pump exchanges were reported under medwatch MFR report #s 2916596-2015-01457, 2916596-2017-01068, and 2916596-2017-01493. The referenced report of the infection was reported under medwatch MFR report # 2916596-2017-01746. (B)(4). Approximate age of device - 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to suspected pump thrombosis. The patient has had three previous pump replacements due to hemolysis and pump thrombus and complicated by a chronic (B)(6) pump and driveline infection. The patient was listed for transplant but could not wait any longer for a suitable donor. A preoperative transesophageal echocardiogram performed on (B)(6) 2017 revealed an ejection fraction of 25 percent, moderately dilated left ventricle with severely decreased global left ventricular systolic function on vad support. Intraoperatively the patient¿s aortic valve was closed due to moderate aortic insufficiency. No additional information was provided.